Event description:
To whom it may concern: I would just like to take a quick moment to voice my concern over a new dental instrument in use. I recently received treatment at dental office. My experience at this facility was beyond terrible. This was my first cleaning in this state as I am originally from another area but have relocated. My concern is with a new instrument in use at this dental office. The individual cleaning my teeth used a new device to eliminate plaque that took the place of the original scraper. It was until after it was over that I was told what it was and apparently this device vibrates plaque off of your teeth. For informational purposes, I have almost perfect teeth that have been corrected by braces, no cavities and without serious sensitivity. When the aforementioned device was used on me, I became beet red from the agonizing pain and after a row of teeth, moved the hygienist hand out of my mouth as I felt I was being tortured. I stopped the service right then. My gums were bleeding, not common as well, and my teeth have been sensitive to anything, including breathing in plain air for two - three weeks after. I thought this experience was unique to me until an acquaintance called me this week in tears over their experience at another facility. Their circumstances were exactly the same with the same painstaking results. I wanted to provide this feedback as this is disconcerting.